Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a failed battery test. The caller reported that the inside of the battery cap appeared to be worn. Blood glucose level at the time of the incident was 108 mg/dl. During troubleshooting, the customer's mother received an additional failed battery test. The caller was advised that he would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.